Event description:
It was reported to philips that x-ray exposure sporadically failed during clinical use on an allura xper fd20/20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service performed calibration and adjustment, restoring system functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).